Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure.the technical support specialist followed the kas (000017734, 000017527, 000017320, 000008075) to reverse sync the stations and confirmed that the station is connecting properly.the system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a synchronization issue. The customer stated that the station resyncs due to disaster recovery. The staff were unable to obtain medications from pyxis & had to run to the pharmacy to get emergent medications, resulting in a delay in critical patient care. There were no adverse events or injuries reported based on this event.